Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cardia cancer resection, while resecting the cardia from the lesser curvature of the stomach, the surgeon was able to press the green button, but unable to squeeze the handle and the device did not fire. Another device was used to complete the case. There was no patient injury.